Manufacturer narrative:
Correction: the correct catalog number 92127; not 90215 as previously reported.the device is not available for analysis.this report is filed november 28, 2013. Device not available for anlaysis.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeons the patient experienced a loss of osseointegration, (B)(6) 2013, resulting in fixture loss.